Event description:
A programming computer was expected to be returned to the manufacturer due to reported exchange with the motion tablet. The suspect device was returned with a return product form indicating as reason for return "possible fault, but exchange for tablet". Further investigation revealed that on (B)(6) 2015, physician reported that he was having issue with his programming system. The programming system had intermittent problems of communication. Troubleshooting was performed by the physician who reported to the manufacturer at the time that changing the programming wand 9v battery solved the issue and programming system then performed as intended. The suspect computer was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.

Event description:
An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications . An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications .